Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
On a surgery day (B)(6) 2018 with 2 total hips and 1 total knee throughout day the mako system seemed to perform fine. However the day after surgery on (B)(6) 2018 dr. (B)(6) called me and said that he looked at the post op films and the cup in both of the hips done that day looked off. The target inclination was 40 degrees. He said the x-rays looked like the cups were in 10 degrees of inclination. This pr was generated for tha case #2.

Event description:
On a surgery day (B)(6) 2018 with 2 total hips and 1 total knee throughout day the mako system seemed to perform fine. However the day after surgery on (B)(6) 2018. Dr. (B)(6) called me and said that he looked at the post op films and the cup in both of the hips done that day looked off. The target inclination was 40 degrees. He said the x-rays looked like the cups were in 10 degrees of inclination. This pr was generated for tha case #2.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. An event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. A review of the DHR associated with rio 152 found quality inspection procedures successfully passed. Based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 12 other reported events (B)(4). Planned and intra-operative cup inclination and version values during impaction were confirmed in the session file. An analysis of the post-operative x-ray shows that the final cup placement is likely in less inclination than that reported by the system during impaction, however, post-op image quality was too poor to determine the exact cup placement. A review of the acetabular registration shows that an inaccurate capture on the fine registration points relative to the recommended pattern. Based on this analysis, suboptimal replication of the fine registration pattern during pelvic registration is the likely root cause for the discrepancy between intra-op and post-op reported cup positions.